Event description:
Hcp reports patient experienced increased spasticity despite increase in baclofen. Patient increased to 900 mcg with no relief - usual dose 600 mcg. Oral baclofen given prior to surgery. Catheter x-ray - noraml surgery done - pump determined to not be working. Catheter x-ray - normal. Pump replaced. Patient is doing very well, being maintained on 525 mcg per day.